Event description:
Customer reported potential false negative urine hcg pregnancy test results. A (B)(6) female patient collected a urine sample in mid afternoon. She came to the clinic knowing that she was pregnant using a home pregnancy test (brand unknown). By ultrasound she was (B)(6) pregnant. A quantitative test was performed; results were still pending at time complaint was called in. Caller reported that the test line was very faint at 5 minutes. The test was previously run using a different lot with same results. Caller stated that patient was healthy with no clinical symptoms or medications. Last menstrual period unknown.

Manufacturer narrative:
Investigation pending.